Event description:
It was reported the pump intermittently became hot to the touch. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.